Event description:
It was reported that, while performing routine device testing, this right atrial (ra) lead exhibited high out-of-range pace impedance measurements resulting in numerous atrial mode switch events. The impedance trend showed this was a sudden increase from roughly 500 to greater than 3000 ohms. Isometric maneuvers were performed, and noise was replicated. The patient has experienced a racing heart rate sensation with arm movements for approximately two months. It was decided to deactivate this ra lead while the patient awaits a lead revision. No additional adverse patient effects were reported. This lead remains implanted. Additional information was received that a chest x ray was performed, and no indication of connection issues was observed. Further testing on the ra lead was performed, and sensing was confirmed to be appropriate. Additionally, loss of capture (loc) was observed. Ts discussed that this is likely a compromised lead integrity issue. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that, while performing routine device testing, this right atrial (ra) lead exhibited high out-of-range pace impedance measurements resulting in numerous atrial mode switch events. The impedance trend showed this was a sudden increase from roughly 500 to greater than 3000 ohms. Isometric maneuvers were performed, and noise was replicated. The patient has experienced a racing heart rate sensation with arm movements for approximately two months. It was decided to deactivate this ra lead while the patient awaits a lead revision. No additional adverse patient effects were reported. This lead remains implanted. Additional information was received that a chest x ray was performed, and no indication of connection issues was observed. Further testing on the ra lead was performed, and sensing was confirmed to be appropriate. Additionally, loss of capture (loc) was observed. Ts discussed that this is likely a compromised lead integrity issue. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that, while performing routine device testing, this right atrial (ra) lead exhibited high out-of-range pace impedance measurements resulting in numerous atrial mode switch events. The impedance trend showed this was a sudden increase from roughly 500 to greater than 3000 ohms. Isometric maneuvers were performed, and noise was replicated. The patient has experienced a racing heart rate sensation with arm movements for approximately two months. It was decided to deactivate this ra lead while the patient awaits a lead revision. No additional adverse patient effects were reported. This lead remains implanted.

Event description:
It was reported that, while performing routine device testing, this right atrial (ra) lead exhibited high out-of-range pace impedance measurements resulting in numerous atrial mode switch events. The impedance trend showed this was a sudden increase from roughly 500 to greater than 3000 ohms. Isometric maneuvers were performed, and noise was replicated. The patient has experienced a racing heart rate sensation with arm movements for approximately two months. It was decided to deactivate this ra lead while the patient awaits a lead revision. No additional adverse patient effects were reported. This lead remains implanted. Additional information was received that a chest x ray was performed, and no indication of connection issues was observed. Further testing on the ra lead was performed, and sensing was confirmed to be appropriate. Additionally, loss of capture (loc) was observed. Ts discussed that this is likely a compromised lead integrity issue. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Corrected fields: device and impact codes h6 upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 235 from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of pacing impedance high out of range, oversensing, noisy signals and failure to capture were likely caused by the confirmed fracture.

Manufacturer narrative:
Corrected fields: device and impact codes h6.

Event description:
It was reported that, while performing routine device testing, this right atrial (ra) lead exhibited high out-of-range pace impedance measurements resulting in numerous atrial mode switch events. The impedance trend showed this was a sudden increase from roughly 500 to greater than 3000 ohms. Isometric maneuvers were performed, and noise was replicated. The patient has experienced a racing heart rate sensation with arm movements for approximately two months. It was decided to deactivate this ra lead while the patient awaits a lead revision. No additional adverse patient effects were reported. This lead remains implanted. Additional information was received that a chest x ray was performed, and no indication of connection issues was observed. Further testing on the ra lead was performed, and sensing was confirmed to be appropriate. Additionally, loss of capture (loc) was observed. Ts discussed that this is likely a compromised lead integrity issue. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.